Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2020. If implanted, give date: there is no indication the lens was implanted. If explanted, give date: there is no indication the lens was implanted. Device evaluation: product evaluation was not preformed because the lens has been discarded. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated, and no deviation or nonconformance was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that one other complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model z9002 intraocular lens(iol) had a bent haptic. There was patient contact. Suspect product is not being returned and was discarded. No further information provided.